Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-8655-09 osteotome, ankle arthroscopy, curved broke during the bone preparation of the ankle. The surgeon noticed the osteotome was already weakened. This occurred during an ankle fusion procedure on (B)(6) 2022, the tip of the blade broke in the middle of the arthroscopy, the broken piece was fully retrieved and the procedure was completed, no second surgery was necessary. The event occurred during the initial/first time use of the device. This was discovered during use with no impact to the patient.

Manufacturer narrative:
Complaint confirmed. The complaint is confirmed based on customer provided photo, which displays the osteotome, ankle arthroscopy, curved is broken at the distal end of the shaft. However, without return of the device and broken piece for physical evaluation, the cause remains undetermined. No change in harm was identified.